Manufacturer narrative:
Additional information was received indicating there was no patient involvement; issue was found during yearly inspection/test (preventive maintenance).

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A check syringe flange sensor error was found in the event history log (ehl). This error was also produced during a flange sensor test. This error was produced because the ear clip accumulated dirt and debris from normal use over time. The pump was over eight years old. The reported issue of a noisy motor was therefore confirmed. Normal wear and tear was established as the root cause. The obtocoupler on the pump was replaced, and ear clip assembly was cleaned and greased to address the reported problem.

Event description:
It was reported that the drive train on the medfusion pump was noisy. No patient injury or complications were reported in relation to this event.